Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) was getting false level sensor alarm (yellow alert) on the perfusion system. The device was not changed out, as the user turned of the alarm. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2014: in review of the log analysis and info from the ccp, there appears to have been coupling issues of the level sensor to the venous reservoir being used for the procedure. Medtronic affinity oxygenator with attached venous reservoir was used for the procedure. The level sensor pad (one used = alert only) was placed on the reservoir for two minutes prior to connection of the level sensor transducer. (Note: the instructions for use (IFU) states the level sensor pad should be placed on the reservoir for at least five minutes prior to connection of the level sensor transducer so as to maximize the adhesive coupling). The prescribed coupling gel that is packaged with the sensor pads and used to couple the sensor transducer to the pad was not used. The ccp stated he used aquasonic gel,which is a generic ultrasound gel commonly used in the operating room. According to the ccp, in this procedure, the level pad was placed horizontally on the reservoir, whereas the IFU specifies the pad is placed vertically on the side of the reservoir. The logs detail a number of "level not attached" alert messages occurred multiple times during the procedure. This is an indication that the coupling of the sensor to the reservoir is not adequate. Not following the IFU, as mentioned above, is likely the cause of poor coupling. The procedure was completed successfully without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The field service rep (fsr) could not duplicate the reported issue. The fsr checked level sensor operation with no problems found. The fsr checked all level sensor and level pod connections with no issues found. He checked for damage and cleaned the level sensors. The fsr checked the level sensor operation again with no issues found. Per the fsr, no product being returned. The fsr downloaded the data logs and sent to the manufacturer for further analysis. The unit operated to manufacturer specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.